Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The patient was kept in the hospital overnight for a second catheterization procedure which was previously scheduled for (B)(6) 2013. On (B)(6) 2013, the patient underwent the second interventional coronary procedure. Peri-procedure, the patient was anticoagulated (names of anticoagulants not known). The arterial access was roughly at the same site as the procedure from (B)(6) 2013. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. Hemostasis was achieved. Later in the evening of (B)(6) 2013 the patient developed an acute hematoma (size unknown). It is unknown if any activity preceded the hematoma. Manual compression (duration unknown) was performed and hemostasis was re-established. The patient was discharged from the hospital the following day as originally planned. The patient went to her referring cardiologist on (B)(6) 2013 for a routine follow-up where it was noted that the puncture site was red, firm and with a pus like discharge. It was reported that the patient had a "possible infection". The site was "squeezed out" by the physician and no other treatment was given at the time. A pus like discharge was cultured and the culture returned positive for staph. The patient was readmitted to the hospital on (B)(6) 2013 and was started on oral antibiotics. The patient was scheduled to be discharged from the hospital on (B)(6) 2013. As of (B)(6) 2013 aci has not been able to confirm whether or not the patient was discharged from the hospital. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1300803) indicated that the device lot met all established performance criteria prior to shipment.